Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (B)(6), 203cm ruler (B)(6) as found condition (condition of returned device): an echelon-10 micro catheter were returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened echelon-10 micro catheter inner pouch. The guidewire used during the event was not returned. Visual inspection/damage location details: the model and lot numbers for the guidewire used during the event was not returned; therefore, compatibility and contributing factors could not be assessed. The echelon-10 total length was measured to be ~155.4cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The echelon-10 micro catheter distal tip was noted to be pre-shaped. The distal tip was found to be damaged. Upon further inspection there appeared to be a puncture at proximal end of distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the puncture and the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed; however, the root cause could not be determined. The echelon-10 distal tip was found to be punctured. It is possible inserting the guidewire into the echelon contributed to the event; however, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the process of putting the guidewire in place in the aneurysm, the marker point on the tip of the microcatheter was broken. The micro guide wire was passed through from the ruptured hole. It ruptured in the distal end but was intact. There was no friction or difficulty during delivery. Aside from the rupture, there was no damage to the catheter. The operator withdrew the microcatheter after finding out and replaced it with a new one to complete the surgery. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU.   The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was minimal. Access vessel was the femoral artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.